Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt underwent a pump and catheter replacement on (B) (6) 2009. Per reporter: "pump quit working". The pt experienced increased pain and had a "catheter tip granuloma". The pump contained dilaudid. Final outcome was not provided.